Event description:
The customer contact reported that the device powered off by itself with an inadequate response time. At an unspecified time, the device was programmed to deliver an unspecified concentration of norepinephrine at an unspecified high rate. No specific programming parameters were provided. After an unspecified length of time, it was reported the device displayed an unspecified malfunction alarm. At that time, the device screen displayed 2 yellow lines, turned black and the device powered off. The device was immediately removed from clinical service. Therapy was resumed using a replacement device. After an unspecified length of time, the customer contact reported at an unspecified date and time the patient's hemodynamic state worsened and the patient expired. Multiple unsuccessful attempts have been made to obtain additional information, including device programming, specific event details, and if any medical interventions were required.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. The device history indicates that the programming was corrupted for the date of the event; therefore, no programming is available. This was due to the battery. This report represents all the information known by the reporter upon query by hospira personnel.